Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic on (B)(6) 2018 after receiving a vibratory alert form his implantable cardioverter defibrillator on (B)(6) 2018. Device interrogation revealed that the right ventricular lead was sensing atrial paced events. Programming changes were made, but the crosstalk continued. It was also noted that the lead had gradually increased impedances and thresholds. Lead replacement was considered. Patient was to return to clinic.